Manufacturer narrative:
The pump was returned with the driveline cut at the pump end bend relief and the severed portion was not returned. The inflow conduit and outflow graft were not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Although review of the submitted log file confirmed several power elevations above 10 watts on (B)(6) 2016 and an additional power elevation on (B)(6) 2016, the root cause could not be conclusively determined. The evaluation of the device did not reveal any device related issue. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that as of (B)(6) 2016, the issue had not resolved, but the patient remained stable. High flows and powers were sustained, but did not increase. Thrombus in the left ventricle was reportedly confirmed. The patient was treated with heparin at home with a higher inr goal and the patient was upgraded to 1a status on the transplant list. It was reported that on (B)(6) 2017, the patient underwent a heart transplant. It was noted that at the time of transplant, nothing was visualized inside of the pump.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 50 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced high powers in the last few days. The patient denied any dark colored urine and there were no signs and symptoms of heart failure. On (B)(6) 2016, the vad coordinator reported that the issue continued to persist. A transthoracic echocardiogram was done showing possible left ventricle thrombus. The patient was admitted to the hospital and started on persantine, and IV heparin. On (B)(6) 2016, it was reported that the patient was placed on persantine and with an inr goal of 3. The patient is continuing to have high power and flows. No further information was provided.